Event description:
During index procedure, the patient had one assurant cobalt iliac stent implanted to the external left iliac. Approximately 20 months post index procedure, patient death occurred. Cause of death is unknown. Investigator indicated that the reported event was unrelated to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).